Manufacturer narrative:
Immucor technical support assessed the testing instrument test wells on 28may2016, and the test well in question visually appeared positive. The immucor laboratory tested retention product on 24jun2016 which performed as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.